Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial knee arthroplasty in 1996. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported at this time. No further information has been provided. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to poly wear. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.date implanted - 1996. Requested but not returned by hospital.

Event description:
It was reported that patient underwent an initial knee arthroplasty in 1996. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision procedure has been reported at this time. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported at this time. No further information has been provided.